Manufacturer narrative:
(B)(4).

Event description:
Received info the device and extensions were explanted in (B)(6) 2010 due to infection. Leads remained implanted and the system was eventually replaced in (B)(6) 2011. No other info was available at the time of this report. Add'l info has been requested and if received a follow up report will be sent.